Event description:
During the implant procedure, the helix could not be retracted. The lead was not used, a new isoline was successfully implanted.

Event description:
During the implant procedure, the helix could not be retracted. The lead was not used, a new isoline was successfully implanted.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.

Manufacturer narrative:
December 30, 2010/ the analysis on this device is pending.